Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: multiple scratches on the distal end, blackout malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: screen becomes noised caused by a component failure of the ccd (charged couple unit) and multiple scratches on the distal end caused by a component failure of the rigid tube. Blackout malfunction was due to not good insertion tube unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the laparoscope, gynecologic had noised screen. The issue was found during a set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.